Manufacturer narrative:
Concomitant medical products and therapy dates / detail of product and date: the os4513 fractured implant associated with this event will be reported as a serious injury on q1 2017 asr.

Event description:
The dentist reported that low profile abutment screw fractured along with implant. Implant was removed.

Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured also were noted significant scratches. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.